Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: "the device related to the reported events of rupture and silicone migration was received on may 10, 2021, with lot number 2716486. Analysis of the returned device identified: underweight and brown opening on posterior. A visual and microscopic analysis was performed which identified: sharp opening on posterior. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as an unidentified (tear) opening."

Event description:
Device has been explanted.

Event description:
Physician reported a rupture related to the left side. MRI scan performed with findings "bilateral intracapsular implant rupture with bilateral silicon nodes" device remains implanted.

Manufacturer narrative:
Reason for reoperation: silicone migration.

Event description:
Physician reported a rupture related to the left side. MRI scan performed with findings "bilateral intracapsular implant rupture with bilateral silicon nodes" device remains implanted as the surgery has been postponed.